Manufacturer narrative:
Reported event of stent failure to expand. A visual examination of the returned device found that the outer sheath was fully retracted and the stent had been deployed. The stent was not returned for analysis. The catheter shaft was kinked at 340mm distal to the distal handle consistent with the distal end of the stainless steel handle. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.  The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in the duodenum during a stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 35 mm malignant stricture. Reportedly, the patient¿s anatomy has a 45% stenosis, mildly tortuous, had a bend over 45 degrees but less than 90 degrees, and had not been dilated prior to stent placement. During the procedure, the stent was able to be deployed in its intended location. Right after deployment, the physician noted that the stent failed to expand. The physician removed the stent from the patient using biopsy forceps. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.